Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and found that the tubing from the differential shear valve to the differential mixing chamber was clogged, which was the root cause of this event. The fse replaced the tubing and cleaned the shear valves. The fse also ran controls and several samples. The system is now working properly. 2. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a bloody leak in the drip tray of the coulter lh 750 analyzer. The customer could not locate the source of the leak. In addition, the instrument was not giving automated differentials. No injuries occurred and medical attention was not sought. There were no reports of exposure to mucous membranes or open wounds. No change to patient treatment attributed to or connected to this complaint.